Event description:
The dealer states that the rear wheels both have broken spokes, the dealer states he thinks it is from wear and tear.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.